Manufacturer narrative:
An event regarding wear involving an unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: insufficient medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that patient's hip was revised due to poly wear. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As per (B)(6) implant request: poly wear. Stainless steel head for exeter stem ( implanted 2002, pre v40) size 32mm + 0 and 32 mm +4. Planned for revision with tritanium revision acetabular component. Stem to be retained (44 size 1), but head to be exchanged.